Event description:
Pt on bypass for cv surgery when perfusionist taking down the pump after the extracorporeal circulation was completed, noted blood leak in the sensor tubing. This blood was on the outside of the flat side of the sensor. Surgeon added antibiotic coverage. To date, there are no signs and symptoms of infection from the possible break in sepsis. The cuvette was returned to the MFR after determination that the pt did not sustain an injury from the possible blood contamination.